Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator went into a constant alarm state when the device was turn on. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the device and replaced the breath delivery (bd) printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A breath delivery (bd) printed circuit boards (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that an electronic component (u101) in the pcb was getting hot to touch. The root cause was isolated to the electronic component (u101) in the pcb. If information is provided in the future, a supplemental report will be issued.